Event description:
It was reported that, during the implant attempt, thresholds were high, pace/sense impedance on the right ventricular lead was high; greater than 3000 ohms, and a possible perforation was suspected. Small r waves were also noted. The lead was not implanted, and no further patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; full lead was returned for analysis. Analysis revealed that there was blood on the distal conductor, the sleeve head, and the helix.